Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. A manual injection was administered to address bg. Suspected cause was that the pump was not properly delivering insulin as the customer did not observe insulin being delivered during a bolus. A supply change was performed to address the issue. Reportedly, the customer reverted to manual injections for insulin therapy.